Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer's doctor believes it may be the pump that was the issue. The customer was assisted with trouble shooting the issue. The customer was sent tubing clamps and preformed a high pressure test on their insulin pump. The customer's pump passed all test functions. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.